Event description:
It was reported that the patient was in for a refill on the day of report. There was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 5 ml and erv: 0.9 ml. The healthcare provider (hcp) had discrepancies in the past, but the actual volumes and dates of discrepancies were not provided. The hcp did not feel it was an issue and did not want to perform a surgery as they did not want the risk associated with a replacement surgery. The patient was doing fairly well and did not experience any symptoms. The patient was receiving adequate therapy. As a result the hcp has decided not to explore the issue until the patient does present with symptoms, as they do not want to subject the patient to any surgery until necessary. The pump was used to infuse bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).